Manufacturer narrative:
The initial report, MFR report # 3004123209-2024-00004, was submitted in error. It was found to be a duplicate. Please refer to MFR report # 3004123209-2024-00002.

Event description:
The customer contacted heartsine to report that their battery would not power on a new device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The customer received a replacement pad-pak to resolve the reported issue. The device was not returned to heartsine for evaluation. The root cause was not established. H3 other text : device not returned for evaluation.

Event description:
The customer contacted heartsine to report that their battery would not power on a new device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.